Manufacturer narrative:
The c reported that they replaced the expired battery pack and now the battery pack will not stay in the unit. The maintenance activity was reported as checking the asi light however, they did not report how frequently it was done. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
The customer reported that they replaced the expired battery pack and now the battery pack will not stay in the unit. The customer did not report this occurred during patient use.